Manufacturer narrative:
During troubleshooting, the network configuration and speed were checked and tested. Configuration of hosp switch vs. Machine switch was incorrect, causing network delays of approx 100x speed. Screen shot of treatment screen was captured, showing only 1st field was completed. Although there was no reported injury in this case, the available info suggests a malfunction of the device. Though still under investigation, varian has determined that an MDR is appropriate as this malfunction, should it recur, could potentially cause a serious injury. Add'l f/u to this MDR is expected upon completion of the investigation.

Event description:
In an automated treatment sequence, all 8 fields were treated without user intervention, but only one file was recorded in (B)(4). A message was received stating that not all fields were treated. There was no report of pt injury and no pt data was provided.